Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 121 unspecified introsyte introducers experienced broken or loose needles, or sheath bonding to needles during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."

Event description:
It was reported that 121 unspecified introsyte introducers experienced broken or loose needles, or sheath bonding to needles during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."

Manufacturer narrative:
H: no. Of events summarized: 121.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 121 unspecified introsyte introducers experienced broken or loose needles, or sheath bonding to needles during use. The following was reported by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced."